Event description:
Caregiver reports pump (serial number and expiration date not provided) disconnected but did not alarm. They switched pumps and were able to successfully continue infusion. Product fault occurred while in use. Product issue did not cause or contribute to pt or clinical injury. Device associated with event is available for investigation once returned by pt. Pharmacy to replace device associated with event. Pt had another device to switch to and able to successfully continue their infusion. Infusion is life sustaining. Outcome: resolved. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further information provided. Reported to (B)(6) by: patient/caregiver.